Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal 500mcg/ml at a dose of 110mcg/day via an implanted pump. On (B)(6) 2015, the patient experienced increased spasticity and pruritus. On an unspecified date, an x-ray was performed and revealed that the pump had flipped in the pocket. During the revision on (B)(6) 2015, an infection was discovered at the backend pocket incision sites; the pump and catheter were removed and discarded. The patient's status at the time of the report was noted as alive, no injury; at the time of the report the issue was not resolved.